Manufacturer narrative:
Batch review performed on 13 january 2022: lot 2108140: (B)(4). Expiration date: 2026-07-12. No anomalies found related to the problem. (B)(4). Additional component involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2101457: (B)(4). Expiration date: 2026-05-02. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.